Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Concomitant product: saline mentor breast implant of unknown type. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast implantation procedure of unknown type with saline mentor breast implants of unknown type and experienced a possible deflation. The side of the implant is unknown. Patient had mammogram and was concerned because they could not find implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.